Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
Device report received from synthes (B)(6). Customer notified the (B)(6) that two of the screws implanted (B)(6), 2010 for a fibula fracture, broke postoperatively. Hardware was removed (B)(6), 2011. This is the 3rd of 3 reports submitted on this event.